Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016. A procedure form stating that the patient develops poor sensing and elevates pacing threshold. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).